Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia during dialysis. It was noted the patient's heart rate fell below the lower rate setting. Atrial undersensing was also noted on the right atrial (ra) lead. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.